Event description:
The user reported intermittent connection issues between his implant and his rondo 3 audio processor, leading to irregular sound perception. Initially, he noticed that moving his head briefly restored functionality for a few minutes. However, the connection was automatically lost after. Despite trying with another audio processor (sonnet), the implant failed to maintain a stable connection. He perceives crackling sounds before the sound transmission cuts off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by loss of hermeticity. An exact location of the leak could not be detected during investigation. However, the problems described in the recipient report appear to match the investigation findings. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user reported intermittent connection issues between his implant and his rondo 3 audio processor, leading to irregular sound perception. Initially, he noticed that moving his head briefly restored functionality for a few minutes. However, the connection was automatically lost after. Despite trying with another audio processor (sonnet), the implant failed to maintain a stable connection. He perceives crackling sounds before the sound transmission cuts off. The user has been re-implanted. At explantation, the electrode lead was found to be surrounded and compressed by ossification.